Event description:
Litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on her right side on (B)(6), 2009, and on her left side on (B)(6), 2010. On patients right side, she suffered from discomfort, extreme pain, and stiffness that persists. She is scheduled to undergo revision surgery for her right side in (B)(6) 2011. Patients left-sided pinnacle implant has not caused her as severe post-surgical issues as the right-sided implant. However, patient has recently begun to experience symptoms such as pain, popping/clicking, and the sensation that the left hip is popping out of socket.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013- patient was revised to address pain and elevated cocr levels. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. .

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/19/2012- pfs and medical records received. Part/lot was provided. Correct dor was given for the right side (B)(6) 2012. Revision pperative note reviewed and confirmed high metal ions of the right implant. The revision operative note also showed corriosion of the trunnion, so the stem is now being reported for the right impant. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem, metal wear, metallosis and elevated metal ions.